Manufacturer narrative:
This lot was manufactured february 2, 2017 ¿ february 4, 2017. One actual infusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was not completely empty after 48 hours of connection and had a residual volume of 30ml. The infusor contained 54.3ml of 5-fu (2715mg) and 41.7ml of physiological. The expected infusion time was 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.